Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach full size soft toothbrush for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that while using the toothbrush it broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No lot number was provided and no sample was returned. However, the consumer was able to identify the toothbrush as a reach total care toothbrush. Based upon an acceptable manufacturing/facility review from the three manufacturers of reach total care toothbrushes manufacturing sites, lack of a sample and no adverse trends this complaint cannot be confirmed nor can a root cause be determined. If a specific product description, lot number and/or sample is received, this case will be reopened and investigated accordingly. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The device name was updated from reach full size soft toothbrush to reach total care plus whitening toothbrush and the lot number was updated from unspecified to 1711sg s2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. There were no related manufacturing /facility issues, no changes made to the design, formula, packaging or labeling. The manufacturer evaluated retains samples for all lots and all samples met specification. A review of the trending data revealed an increase which could be attributed to an increase in shipment quantity. Device history review and visual retain evaluation for lot 1711sg s2 was acceptable. The change of the basic handle material from moplen to domolen, to increase the handle flexibility, had been validated and released. The material of the handle had been changed, validated and released. Retain sample was evaluated and met specification. One toothbrush with lot 1711sg s2 was received. The toothbrush was completely broken approximately 1 cm below the thumb grip. Packaging was not returned. As per manufacturer the defect observed in the returned complaint sample was not due to a manufacturing occurrence and was manufactured according to the specification. Based on the information available, this device was used as intended for treatment. Although the returned sample received was broken, manufacturer stated that the product defect was not due to a manufacturing occurrence. As per manufacturer the break occurred due to high compression forces on the handle. During the validation of this product the toothbrush was subjected to over bend testing and no toothbrushes broke. The manufacturer confirmed the returned toothbrush was manufactured according to specification therefore the disposition of this complaint was undetermined. No adverse trends had been noted. No adverse trends were identified during the complaint investigation with this product or lot. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach full size soft toothbrush for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that while using the toothbrush it broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No lot number was provided and no sample was returned. However, the consumer was able to identify the toothbrush as a reach total care toothbrush. Based upon an acceptable manufacturing/facility review from the three manufacturers of reach total care toothbrushes manufacturing sites, lack of a sample and no adverse trends this complaint cannot be confirmed nor can a root cause be determined. If a specific product description, lot number and/or sample is received, this case will be reopened and investigated accordingly. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach full size soft toothbrush for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that while using the toothbrush it broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No lot number was provided and no sample was returned. However, the consumer was able to identify the toothbrush as a reach total care toothbrush. Based upon an acceptable manufacturing/facility review from the three manufacturers of reach total care toothbrushes manufacturing sites, lack of a sample and no adverse trends this complaint cannot be confirmed nor can a root cause be determined. If a specific product description, lot number and/or sample is received, this case will be reopened and investigated accordingly. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The device name was updated from reach full size soft toothbrush to reach total care plus whitening toothbrush and the lot number was updated from unspecified to 1711sg s2. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6), from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach full size soft toothbrush for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that while using the toothbrush it broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.